Manufacturer narrative:
Revision occurred 2 weeks after the primary surgery. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 weeks after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 180 mm 36/10 system stem, 40 mm + 3 humeral stability cup, 9 mm humeral spacer, and 4 cortical screws explanted. These parts were replaced with a 200 mm 36/12 system stem, 40 mm + 6 humeral stability cup, 5 cortical screws, and 5 sutures.